Event description:
Consumer complaint of blood result reading of "hi". Reviewed the last 5 blood result in the memory; "hi" (B)(6) at 12:26 pm (after having ice cream), 408 mg/dl (B)(6) at 9:00 am (fasting), "hi" (B)(6) at 6:44 pm, 312 mg/dl (B)(6) at 3:23 pm, 344 mg/dl (B)(6) at 10:16 am. The customer stated her normal glucose range is 109 mg/dl - 230 mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report (B)(4). Returned meter evaluated for complaint - no defect found. Most likely underlying cause of malfunction: user had high glucose value, user had a test strip issue.